Event description:
The consumer reported false positive results with binaxnow covid-19 antigen self test performed on an inknown date with an unknown sample. Consumer states that he got incorrect results which then caused him to pass covid onto his immune compromised daughter, who is on chemo for leukemia. It is unknown if any confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation conclusion: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.